Manufacturer narrative:
Correction: h6 - health effect - impact code to unexpected medical intervention for programming changes made.

Event description:
It was reported that a patient presented with far r-wave oversensing resulting in inappropriate mode switch episodes on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was stable before, during, and after.